Manufacturer narrative:
No product was returned. The investigation determined the most probable cause for the cracked screen to be the device being unintentionally damaged and the most probably cause for the system failure to be the configuration being deleted from a configuration and firmware update being sent to the pump at the same time which were incompatible; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿system error: configuration required¿ alarm message as well as a cracked screen. It is unknown if there was patient involvement, no adverse patient effects were reported.